Manufacturer narrative:
Philips investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. A philips field service engineer (fse) visited the site and confirmed the reported issue. During inspection, the fse determined that the flexvision pc video graphics card was faulty. The fse replaced the flexvision computer, downloaded the software and configured the settings. The defective flexvision pc was returned for analysis, which revealed that the root cause of the issue was a defective front power button. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer intermittently failed to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.